Event description:
Medtronic received information that prior to use of a bio-medicus nextgen femoral bi-caval venous cannula, it was reported that the ngv25fr inner cylinder did not advance. It was also reported that it was difficult to use. The introducer could not be inserted into the cannula with the usual force. It was pulled out forcefully from the tip and used anyway. There was no adverse patient effect associated with this event. Medtronic received additional information that since the inner cylinder was fully protruded, there were no difficulties during insertion. However, it took a lot of time to get the inner cylinder completely out before insertion. In order to use the device the inner cylinder that protruded from the tip to some extent was grasped with forceps and the inner cylinder was further pulled out.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The introducer was inserted into the cannula with no issues noted. Dimensional as stated below: cannula tip ID was measured using a plug gage to be 0.270 inches, the specification has the ID to be 0.267 to 0.276 inches. Introducer od was measured using a keyence vision scope to be 0.283 inches, the specification has the od to be 0.281 +0.005/-0.003 inches. Reason for return was not confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.